Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced. Dc voltages and the c-arm lift performance were checked after the battery installation. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed generator error messages when the c-arm was raised and when it was lowered. No patient injury was reported.